Event description:
It was reported patient underwent right total hip arthroplasty on (B)(6) 1987. Subsequently, revision procedures were performed on (B)(6) 2005 and (B)(6), 2009, due to poly wear and osteolysis, and (B)(6) 2013, due to loosening. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Product code - unknown. Product identification and expiration date - unknown. Manufacture date ¿ unknown. The product identification necessary to review manufacturing history was not provided. This report is number 1 of 3 mdrs filed for this patient (reference 1825034-2013-01852 / 01854).